Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that this cns device experienced communication loss with all monitored beds. The issue resolved itself shortly after. On (B)(6) 2019 it was stated that the issue may be related to time sync. However, no details were provided. On 1/8/2020, customer stated that hard drive was replaced as a result of this incident. Customer did not provide logs or additional information for investigation. It is unclear what devices the cns was monitoring. Investigation conclusion: based on the history of the issues on this device, prior communication loss experienced at this cns was not caused by the device itself but rather by other network components. This was the result of analysis performed under ticket 45022 and again confirmed on ticket 74875 where the issue could not be duplicated. There is insufficient information to conclude whether hard drive failure was a factor in the reported communication loss. Moreover, customer has not provided information that could determine the cause of hard drive failure. In conclusion, the root cause of the reported communication loss on (B)(6) 2019 could not be determined. Additional device information: d11 & c2: concomitant medical device information. They were monitoring bedside monitors, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss on all patient tiles being monitored. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss on all patient tiles being monitored. They are not sure what bedside monitors were actively being monitored and also stated that the hard drives were replaced, and that this unit was functioning correctly. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information. They were monitoring bedside monitors, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss on all patient tiles being monitored. No patient harm reported.